Manufacturer narrative:
Follow-up # 1 (05/12/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/ broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k080639.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter has black marks on the display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 between 8:30pm and 9:30pm. It is not known if the patient was taking any diabetes medications or took any action regarding his diabetes regimen at the time of the alleged issue. Prior to the alleged issue, the patient reported "he was not thinking clearly" and "felt like he was drunk and disoriented" at approximately 8:30pm that evening. In spite of his symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient had used the subject meter before, had not misused the meter, and had a back up meter to test with. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the reported issue was not resolved with troubleshooting.